Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. Insulin pump received with missing display window, minor scratched display window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading at the time was 75 mg/dl. The customer mentioned she had been sweating prior to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.